Manufacturer narrative:
(B)(4). Carefusion dispatched a carefusion field service representative to the user facility to evaluate and repair the device. The carefusion field service representative has not completed the evaluation of the device as of september 28, 2015. Once the evaluation and repair of the device has been completed carefusion will submit a follow-up medwatch report.

Event description:
The user facility biomed reported that during pre use checks the device alarmed "circuit occlusion", ext high ppeak", & stopped ventilating. There was no report of patient involvement.

Manufacturer narrative:
This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required.